Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2019 for a scheduled device check. Upon interrogation of the implantable cardioverter defibrillator, it was discovered that the device exhibited non-sustained right ventricular oversensing caused by post paced t-wave oversensing. Programming changes were recommended. The clinic elected to not make any changes at this time due to the patient having ventricular tachycardia episodes stored on the device. The patient was in stable condition.